Manufacturer narrative:
H3: the uninterrupted power supply and battery were returned to the manufacturer for analysis. The battery measured 52.40v, upon return. The battery was bench tested, in conjunction with the accompanying ups and the units shutdown within four hours. Previous research / testing has determined that the ups' are typically functioning as intended. However; the battery is defective and overheats, resulting in the ups to power off. The ups was bench tested, along with the accompanying battery and powered down within four hours. Previous testing/research determined that the accompanying battery as being the cause of the units powering off, as the battery overheats, resulting in the ups to power down. The hardware investigation found that the reported event was related to a hardware issue. H6: fdm 10, fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, 9735773. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the camera cart spontaneously shut down with a patient on the table during a spinal fusion. The site reports seeing a notification that states "you've been disconnected" then the camera cart shut down prior to automatic registration with the imaging system. It was confirmed that a blue light on main cart power button was on, camera cart blue led power light not on. Both monitors are black, main screen monitor booting back into blue mdt splash screen. Site hesitant to use system, and had another navigation system brought in to complete the procedure. The uninterrupted power supply (ups) was discharged and system booted up as expected with both carts powering on. It was confirmed that both carts are connected when charged to wall power overnight. The self-test showed everything was normal, but then shortly after being unplugged from the wall, the main cart shut off and the camera cart stayed on. The system powered back on and the leds were showing on the ups. There was a reported delay of 20 minutes and no known impact on patient outcome.

Manufacturer narrative:
Age, weight, race, gender patient information was unavailable from the site. Concomitant medical products information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(6) ; product ID: 9735787, lot/serial #: (B)(6). The manufacturer representative went to the site to test the navigation system. The system main cart and camera cart would randomly shut down despite being plugged in. The uninterruptible power supply (ups) reset did not resolve the issue. They replaced the battery and ups on the main cart. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient information is not available.